Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported that the pacing lead was fractured. The lead was initially reprogrammed and subsequently capped and replaced. No patient complications have been reported as a result of this event.